Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's demise. There were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci surgical procedure. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient passed away on post-operative day 2 after undergoing a da vinci hysterectomy procedure. However, the cause of the patient's demise is unknown.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the patient expired. The initial reporter of this complaint indicated that the patient had a history of drug abuse, blood pressure issues, and was obese. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter. The initial reporter was not present during the da vinci surgical procedure. According to the initial reporter, the patient was discharged from the hospital on post-operative day 1. The patient reportedly passed away the following day on post-operative day 2. The initial reporter indicated that he spoke to the surgeon regarding the reported event and there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci hysterectomy procedure. Also, there were no reports that any intra-operative complications occurred. On (B)(6) 2014, the initial reporter spoke to the surgeon and was informed that the autopsy report was still not completed at the time. On (B)(6) 2014, isi contacted the site's or director. She stated that there were no reports that a malfunction of the da vinci surgical system occurred during the surgical procedure. She also indicated that the autopsy results were not available at this time. No additional information was provided.